Manufacturer narrative:
Upon completion of the investigation, it was noted that a small cut was noted in the silicone housing, although it is not possible to determine the root cause for the tear, it might possible that a sharp or pointed object has come into contact with the silicone housing during ex-plantation, but this could not be determined. During further investigation of the device, it was determined that this device functioned correctly. It appears that the tear found in the housing did not appear to affect the functionality of the device. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.

Event description:
The affiliate reported that the valve stopped functioning after implantation. The valve was not working due to blockage. As a result, the device was revised.